Event description:
A medtronic representative reported the camera failed the accuracy assessment kit (aak) test during inspection. This event was reported outside the operating room. There was no patient present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. An RMA was created for this case and a replacement part was shipped on (B)(4) 2012. The suspected part was received by the manufacturer and evaluated. As reported, the position sensor unit (psu) failed an accuracy assessment kit (aak) test at .41 mm. The psu is out of calibration.